Manufacturer narrative:
The lens was returned to b+l. Visual inspection found lens cut in two pieces and the optic missing. Due to the condition of the device received, further testing could not be performed. One retain sample from the same lot (7543514) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. The physician indicated that in her opinion the most likely cause of the iol damage was due to a loading issue. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation..

Event description:
It was reported that "during injection, surgeon released plunger and trailing haptic broke off of lens". There was capsular damage and loss of vitreous. The incision was enlarged and a vitrectomy was performed. The lens was removed and another model lens was implanted in the sulcus. The physician indicated that in her opinion the most likely cause of the iol damage was loading.